Event description:
A patient sample was tested on the coulter act diff 2 analyzer and low results were generated for hemoglobin (hgb) and platelets (plt). The original specimen was re-tested and repeated results were higher for both analytes. The low results were reported out of the lab. There was no death or injury and no affect to patient treatment as a result of this event.

Manufacturer narrative:
The sample was drawn into a 4ml vacutainer tube and was mixed on a rocker 15 minutes before running on the instrument. Qc was run before the event and had recovered within range. A field service engineer (fse) was dispatched: the fse replaced the aspiration pump and probe and verified instrument operation. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.